Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 24.0 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the patient was unable to focus and see at night. Visual disturbances noted. The outcome significantly interferes with activities of daily life. At explant there was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model, but different diopter of 23.5. Reportedly, there was no patient injury and the patient has recovered. The explanted lens was noted to be discarded by the surgery center. No additional information was provided.

Manufacturer narrative:
Additional information: in review, the patient being unable to focus/blurry vision was not reported in the initial emdr. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.